Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported the customer was hospitalized due to hyperglycemia. The customer's wife stated the customer is no longer comfortable using the insulin pump and has reverted to multiple daily injection therapy. The customer's wife also reported the customer has a brain tumor and no longer checks his blood glucose. The customer's wife requested that the customer be removed from the mailing list. Possible causes of hyperglycemia were explained to the customer's wife. It was also explained how to store the insulin pump.